Event description:
It was reported the patient received two inappropriate shocks from the right ventricular (rv) lead due to an apparent fracture and oversensing. It was reported the oversensing was reproducible by manipulating the device pocket. The rv lead was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.